Event description:
In 2003, the pt had a bilateral breast augmentation with lift surgery and was reported well. Pt presented 5 weeks and 6 days later with an infection process. Cultures taken showed no growth only red blood cells. Pt was continued on post-op antibiotics and is reported to be currently healing with two open areas. Physician reports that the infection seemed to be superficial. Physician opines that an inflammatory response to the suture occurred in the wound and that the wound area then became infected with skin flora.